Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one inappropriate shock. After interrogation of the device at the hospital, it was determined that the shock was inappropriate due to t-wave oversensing with a reduction in r-wave amplitude. X-rays were taken and showed good system placement. This episode occurred while programmed to the primary vector, so the physician elected to reprogram to a different vector. It was noted that the patient fully recovered without complications and will be further monitored. No adverse patient effects were reported. Currently, this s-ICD system remains in service.